Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. The additional part numbers that were explanted were unknown when the event was reported. Upon receipt of the devices six (6) additional reports were submitted, reference 0002184052-2016-00120 through 0002184052-2016-00125.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported 2 screws had popped on the doctor during a fused kaiphosis revision procedure. The doctor is replacing with lineum and extending into thoracic spine with polaris product. The part numbers are unknown for the removed virage screw(s), virage rod(s), and virage connector(s).

Manufacturer narrative:
The returned closure top was examined. Functional testing revealed no issues. However, visual inspection found witness marks from the assembly of the closure top against the rod that show the closure top was not seated properly against the rod, allowing the closure top to back out. A review of the manufacturing records did not identify any issues which would have contributed to this event. The implantation date is unknown therefore the current labeling was reviewed and found to contain instructions regarding proper construct assembly.